Event description:
The facility reported a colleague volumetric infusion pump shut down during use on pt without any alerts or alarms. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
Eval summary: a request for the return of the device has been made. Should the pump be rec'd for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.